Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: the complaint with this pump is an upstream occlusion alarm. They checked the tubing set and all the clamps. They could not get this pump to operate as it should, so they swapped pumps but kept the same tubing set. The next pump they used worked with the original tubing set without issue. There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.